Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two years after a robotic laparoscopic ventral hernia repair in the abdomen, the patient was taken back to surgery where the surgeon discovered that the mesh incorporated very well except in the center where it was torn or ripped. To resolve the issue, a different mesh was used. The surgery got extended for more than 30 minutes and the patient had to be hospitalized for one to two days.